Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the insulin pump. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corner and cracked reservoir tube lip.